Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. It was determined that the patient¿s total ultrafiltration was 2116ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned and therefore, an evaluation could not be conducted. While incorrect programming of the initial drain alarm setting could have contributed to the reported issue per the report of the patient, this could not be verified without a device evaluation. Therefore, the reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.